Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that one month post-op check, increased pacing threshold was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine post-procedure.